Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia while on insulin pump therapy with elevated blood glucose (bg) of 507 mg/dl associated with an alleged loss of prime. The reporter did not indicate the patient experienced any additional symptoms of hyperglycemia. The patient reported having high bg's throughout the night. The reporter stated that the patient did not remember filling the insulin into cartridge and reported that no insulin was dispensed when the pump¿s cartridge was primed. The patient reportedly experienced a high bg and provided self-treatment with 10 units of insulin via multiple dose injection (mdi). The patient reportedly did not test their ketone level. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the alleged loss of prime occurred one time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged loss of prime issue.